Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 07oct2016 to present date 13nov2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the customer wanted to know what was the cause for this error code 600.6840. No additional information was provided. There was no patient involvement.